Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and the unit was able to produce a mist, indicating that it was performing correctly. No issues were encountered. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample. The unit was found to be within specification and functioned as intended.

Event description:
Customer complaint alleges that the device does not nebulize, but only bubbles. Alleged defect detected during use. It was reported there was not patient harm.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A picture of the alleged defect was not provided. A device history record review shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation and determine the source of the alleged defect reported it is necessary to evaluate the device sample involved on this complaint. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
Customer complaint alleges that the device does not nebulize, but only bubbles. Alleged defect detected during use. It was reported there was not patient harm.